Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and a bolus was delivered to address the bg level. After reviewing the pump history, occlusion alarms were found to have occurred. As the customer had started to change out the pump supplies, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Insulin delivery was resumed.